Event description:
It was reported by svc report that both siderails were cracked, and the scale module was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head-end siderail panels. Damaged scale plastic module.